Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was seen 3 days prior to report for instruction on the programmer. After an adjustment the patient was fine. The patient had a follow up appointment scheduled for the day of report. The day of appointment the patient had not shown up, and it was reported the patient had been admitted to a local hospital for suicide watch. Patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).